Event description:
It was reported that following implantation of a miniarc precise the patient experienced a urinary tract infection (uti). Medication was administered. The event is considered to be ongoing. There were no further patient complications reported as a result of this event. Related to MFR # 3011770902-2015-00037.